Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two egia60amt reloads. The event report alleges the products were used in a surgical procedure. Visual inspection of the returned products noted that the reloads had full staple complements. The reloads were loaded into a pmv representative instrument (0206) for functional testing and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button. The staple formation was not poor and the staple line was not incomplete. The jaws of the device did not lock on the tissue. No component of the device broke off.